Event description:
Additional information was received indicating the rv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow up, episodes of oversensing due to noise, crosstalk, undersensing and varying impedance were noted on the right ventricular (rv) lead. Lead damage was suspected. Technical support was contacted and recommended lead replacement to resolve the event. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the low impedance was the pacing impedance.